Event description:
The customer stated that her blood glucose was tested using her contour meter and another meter. The contour read more than 300mg/dl, while the other meter read more than 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.

Manufacturer narrative:
The customer did not provide a meter serial number or any product information for the test strips, so it was not possible to determine a manufacture date.